Event description:
It was reported that the right atrial lead was greater than 3000 ohms and there was and noise. The lead was capped and replaced. No patient complications have been reported as a result of this event. The device was returned after being explanted due to a system upgrade. The device subsequently tested out of specification during manufacturer's analysis.

Manufacturer narrative:
Event summary: the device was returned and analyzed. Analysis revealed analysis was performed and no anomalies were found, analysis of the device memory indicated power-on reset parameters were present, there was a critical ram parity error recorded on (B)(6) 2009. Parity error is considered low severity and the device should be able to recover after reset. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: product ID 5068-58, implantable pacing lead, (B)(6) 1998. (B)(4).